Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0q4mk, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that they were not sure what screen the patient was on when they were trying to increase stimulation. The patient described the poor communication screen and they were trying to figure out why it was not working. Sometimes the patient felt stimulation and about 80 percent of the time, they couldn¿t feel anything. The patient was not having urgency anymore, but they had no control the minute they stood up. The patient had that before implant. The patient synced their patient programmer with the implantable neurostimulator (ins) and was on program 4 at 4.8v and the ins was on. The patient increased to 5.5v and felt stimulation. The patient would be seeing their health care provider (hcp) tomorrow. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined, it was device related, and reprogramming was needed. The patient¿s settings were changed to program 2 on (B)(6) 2015. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient was apprehensive to increase the intensity. The patient still had concerns regarding their device or therapy, but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2015 or (B)(6) 2015.